Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump basal rate was set too high which caused customer's bg to lower (42 mg/dl). Customer's friend assisted by providing the customer with glucose tablets to address low bg. Customer's diabetic educator assisted with changing pump settings.